Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, moderately calcified, 90% stenosed, right iliac artery, lesion pre-dilatation was performed and an unspecified stent was implanted. Next, the 8.0/60 mm absolute pro stent was advanced to the lesion and thought to be deployed; however, during removal of the delivery system resistance was met and it was noted that the stent was partially in the sheath and was being pulled from the lesion. The stent and delivery system were pulled to the access site, but could not be removed. Using a cutdown procedure at the access site the stent was cut. The proximal part of the stent was removed with the delivery system and the distal stent was noted to be stretched and was left inside the vessel. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The failure to deploy was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. The difficulty removing, stretched stent, additional damage and removal of the stent via surgery were due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, the following was received: the left femoral artery was accessed and a non-abbott stent was implanted in the left common iliac artery. The 8.0/60 mm absolute pro stent was advanced through the non-abbott stent to the right iliac artery. The absolute pro partially deployed, but remained stuck in the delivery system and during removal of the delivery system which was pulling the partially deployed stent, the partially deployed stent became stuck with the deployed non-abbott stent in the left iliac artery. The absolute pro continued to be pulled and became stretched, but could not be removed from the anatomy. Surgical intervention was performed, the stent was cut, part removed and part remaining in the right common iliac. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stretched stent was confirmed. The difficulty removing was not confirmed as it was based on case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.